Event description:
While inflating a stingray balloon at 3 atm of pressure the balloon ruptured. Three atm is recommended pressure by FDA. No known injury to patient.======================manufacturer response for cardiac balloon catheter, stingray orientating balloon catheter 6 fr 2 mm (per site reporter).======================plan to release to manufacturer with promise to share results of analysis.